Event description:
It was reported that during a transurethral needle ablation of the prostate, an error message occurred with the prostiva device after the needles were deployed. The generator was unplugged and plugged back in several times. The situation could not be resolved and the procedure was aborted. The hcp confirmed that the patient is ok and is rescheduled for a later date.